Manufacturer narrative:
Permobil ab received report claiming the end-user having multiple instances where an unidentified watch would not register a command to disengage the smart drive motor when given tapping gestures. The end-user reportedly returned the smartdrive to the vendor, but no reports were submitted to permobil until 2mo later. The vendor was unable to provide permobil any identifying information related to the smart drive device, or the suspect wearable that was reported to have been inoperable. With the limited information provided, permobil is unable to reach a determination as to possible root cause without speculation. If any new information is received, a follow-up report will be submitted.

Event description:
Permobil ab received report where it was claimed when using the e3 tic watch, on occasion when attempting to stop the smartdrive device via a tapping motion, the drive motor continues to run. No injuries occurred as a result.